Event description:
The hcp reported the pt experienced a pocket fill with overdose symptoms. The pt was admitted to the intensive care unit. A follow up report will be sent when additional information is received.